Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump did not alarm for keep vein open (kvo) was not confirmed during the investigation. No devices or log files were returned for evaluation, which prevented internal or external inspections, system log reviews, and laboratory testing. Despite this limitation, the facility provided records downloaded from the hospital system (msa), which were analyzed by a bd clinical consultant. Using the provided infusion ID, the report was re-run with an expanded data window to better observe the event. According to the summary of the records: on november 11, 2025 at 23:53:09, the device alarmed keep vein open (kvo), and at 23:53:39, the user changed the volume to be infused to 10 ml. On november 12, 2025 at 00:20:27, the device alarmed kvo again, was turned off at 00:21:15, and a new medication bag was started at 00:57:23. According to the bd alaris¿ system user manual v12.3.2, the system is designed to detect and alarm for conditions adverse to safe fluid administration, including events such as keep vein open (kvo). Additionally, the manual states that proper operation of the system requires that users be familiar with its features, setup, programming, infusion sets, and accessories. There was patient involvement however no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event, in which the pump did not alarm for keep vein open (kvo) could not be determined, as no devices or log files were received for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pump did not alarm for keep vein open (kvo) as a result there was a thirty-six (36) min delay in restarting the bivalirudin. There was patient involvement however no harm. Although requested, additional information was not provided.

Event description:
It was reported by the customer that pump did not alarm for keep vein open (kvo) as a result there was a thirty-six (36) min delay in restarting the bivalirudin. There was patient involvement however no harm. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.